Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified that the autofill calibration was not functioning. To correct the issue, the stm readjusted the autofill volume sensor on the bimba volume cylinder that was loose. In addition, the stm recalibrated all pressure transducers and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The stm then ran the iabp unit on a patient simulator without issue. Subsequently, the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced an autofill failure. The iabp unit was sent to the facility¿s biomed engineer for evaluation. The biomed reported that while performing a service/test on the unit, it failed autofill calibration-bimba purge fail. There was no patient harm and no adverse event was reported.